Event description:
It was reported that a shaft detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. During preparation of the 10/3.50 flextome cutting balloon monorail, inflation device plunger was withdrawn to a full negative and constant vacuum was maintain prior to removal of the protector cap. It was reported that the protector cap was removed in a twisting manner without any difficulty but it was noted that the shaft had detached. The procedure was completed with a different device. No patient complication were reported and the patients' status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break at the port site. No other damage was noted along the shaft. The balloon protector was not returned for analysis. An examination of the balloon and blades identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact (B)(4).

Event description:
It was reported that a shaft detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. During preparation of the 10/3.50 flextome cutting balloon monorail, inflation device plunger was withdrawn to a full negative and constant vacuum was maintain prior to removal of the protector cap. It was reported that the protector cap was removed in a twisting manner without any difficulty but it was noted that the shaft had detached. The procedure was completed with a different device. No patient complication were reported and the patients' status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).